Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one broviac cvc s/l catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. The investigation is confirmed for the reported hole in the catheter and fluid leak issues as a pinhole was noted on the catheter approximately 3mm from the distal end of the luer. The pinhole appeared to penetrate the inner lumen as well. The edges of the pinhole was jagged. Further during functional evaluation, a leak was noted from the pinhole upon infusion. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: d1, d4 (medical device catalog number), d4 (medical device lot number), g1, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported during a catheter placement procedure, the catheter of the device allegedly had a hole and leakage from the hole was occurred. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported during a catheter placement procedure, the catheter of the device allegedly had a hole and leakage from the hole was occurred. There was no reported patient injury.